Event description:
This notification was opened for review for information received that the remstar pro c-flex+ device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement for evidence of visible foam particles. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of visible foam particles was found inside the blower kit. In addition, the device had fluid contamination and displayed error codes e071 (err_p_gain_stop), e053 (err_comp_log_sem_timeout). The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.